Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump support placed for the acute myocardial infarction patient. After just 15 minutes of support the pump was removed due to low pump flows. The team replaced the pump and support proceeded. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for low pump flow has been completed. The pump was returned for investigation. Data log shows low pump flow from the start of the case run, with several motor current spikes observed 30 minutes later, after which the pump was explanted. The returned pump had biomaterial in the inflow cage. No biomaterial was found on the impeller and inflow cage. The pump was started in a bucket of water, and biomaterial was seen blocking the impeller, causing the pump to stop. After removing the biomaterial with a dental pick, the pump was able to run according to specifications. The cause of the low pump flow issue was most likely biomaterial, based on data log review and returned product investigation. Thrombus failure mode was added as an investigated failure mode based on low pump flow and returned product investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.